Manufacturer narrative:
Updated fields - b4, d9, e2, e3, g2, g3. G6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and after various tests, a problem was detected on the fill manifold which causes an incorrect reading on the helium indicator on the display. Helium indicator on display is red and insufficient helium alarm, despite the helium cylinder being full. The fse replaced the fill manifold/ helium reservoir then ran test. The device has passed all performance and safety tests according to the manufacturer's specifications. The device has been returned to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had fault at start-up. Helium indicator on display in red and insufficient helium alarm, despite the helium cylinder being full. Patient not connected.